Event description:
The reporter stated: a doctor had implanted the port into an als (amyotrophic lateral sclerosis) patient with the catheter tip location in the intrathecal space. Igf (growth factor) was infused every two weeks. After eight weeks (4 sets) the port was found to be occluded. The physician explanted the port. Upon removal he found that part of the catheter was fractured. Approximately 10cm from the tip is in the intrathecal space.